Event description:
Additional information received reported the event was caused by a left renal abscess. The event was not attributed to the lead, extension, or programming. The patient outcome was not provided.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v069645, implanted: (B)(6)-2008 explanted: na.

Event description:
It was reported that the patient experienced discomfort at pocket site and a loss of therapeutic effect from the implanted neurostimulator. Patient was unable to meet with manufacturer representative for reprograming because of unforeseen hospitalization, due to kidney infection. Additional information has been requested, but was not available as of the date of this report.